Manufacturer narrative:
As reported the sample is available for return, however, has not been received to date. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,447 units. If/when the sample is returned and evaluated a supplemental MDR will be submitted. It is recommended to use an 11mm internal diameter trocar to introduce a large 3dmax mesh. As reported 10mm and 12mm sized trocars were used during the procedure, it is unclear based on the event as reported what trocar size was used to insert the mesh in question. Per the instructions-for-use, supplied with the device, ¿use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2024 during laparoscopic inguinal hernia repair, the edge seal of the 3dmax mesh broke while inserting through the trocar. As reported 10mm and 12mm trocar sizes were used during the procedure. The procedure was completed using another mesh. There was no patient injury.

Event description:
As reported, on (B)(6) 2024 during laparoscopic inguinal hernia repair the edge seal of the 3dmax mesh broke while inserting through the trocar. As reported 10mm and 12mm trocar sizes were used during the procedure. The procedure was completed using another mesh. There was no patient injury.

Manufacturer narrative:
As reported the sample is available for return, however, has not been received to date. Based on the information provided and without having the sample to evaluate, no conclusions can be made at this time. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. If/when the sample is returned and evaluated a supplemental MDR will be submitted. It is recommended to use an 11mm internal diameter trocar to introduce a large 3dmax mesh. As reported 10mm and 12mm sized trocars were used during the procedure, it is unclear based on the event as reported what trocar size was used to insert the mesh in question. Per the instructions-for-use, supplied with the device, ¿use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." Addendum: this supplemental MDR is submitted to document the sample evaluation results. As reported, the 3dmax mesh edge seal broke while inserting through the trocar. The returned sample has been visibly handled as expected from use with areas of blood contamination on the mesh. Evaluation of the sample finds multiple tears in the seal edge and a tear/hole present near the medial marker. It appears there may be surgical tool/graspers markings present on the seal edge near the mesh tear. Based on the event as reported and sample condition, the likely root cause is the mesh was inadvertently damaged/ torn during attempted use. No manufacturing anomalies were found. Updated fields: b4, d9, e1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.